Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced seizure and a loss of consciousness. The customer was seen by a healthcare professional where they were reportedly treated with eight (8) iu of protaphane insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the sensor patch; no issues where observed. Data was extracted using approved software, and extraction was successful. Performed a visual inspection on the returned puck, and no evidence of misuse or abnormalities were observed. Performed a source measure unit (smu) test on the returned puck and monitored it's bluetooth connection, all results were within specification, indicating that the returned puck did not have any defects that would cause signal/connection issues. There was no signal loss message was observed, indicating the puck was fully functional. No product malfunctions were observed during investigation, therefore this issue is not confirmed.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced seizure and a loss of consciousness. The customer was seen by a healthcare professional where they were reportedly treated with eight (8) iu of protaphane insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.